Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was not returned for evaluation; therefore, a product analysis could not be performed. The root cause cannot be determined.

Event description:
It was reported that the balloon ruptured during the inflation. The balloon was removed and replaced with a new scepter balloon. There was no reported patient injury or health damage.